Event description:
The risk mgr reported that a nurse noticed bleeding at pt's right arm. Examination revealed that the tesio catheter was broken. The risk manager confirmed that it was the arterial lumen that had broken.